Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 300 mg/dl something, 200 mg/dl something and 100 mg/dl something. The lot number of the test strips was not provided. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.